Event description:
In 2004, kinetikos medical, inc. Was informed of the explant of subtalar mba foot implants from a pt to address pain in the subtalar region 4 years after their original implant dates. The devices were not returned to kmi for investigation. No device defects were reported. Post-explant prognosis was indicated as good. Using the limited info provided, an investigation was completed.